Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the returned microknife xl was analyzed, and a visual inspection found that the cutting wire was kinked and broken at handle section. Destructive test was performed, the device was dissembled, and it was found that the hypotube was kinked. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire break was confirmed. The results of the analysis performed on the returned device found that the hypotube was kinked, this condition could have occurred due to excess manipulation against this device. It is most likely that as part of the device manipulation during the procedure or preparation an excess of force was applied to the device such as during the device unpacking or by the interaction with a hard surface, the kink generate increased friction between the wire and the hypotube, causing the wire to become stuck or not be able to move easily, and with this friction the handle actuation leaded to break and kink in the cutting wire at handle section.. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a microknife xl was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stricture performed on (B)(6) 2025. During the procedure, the cutting wire broke before advancing into the scope. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another microknife xl. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a microknife xl was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stricture performed on (B)(6) 2025. During the procedure, the cutting wire broke before advancing into the scope. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another microknife xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.